Event description:
A malfunction alarm, specifically code malf 12, was reported due to a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurs.